Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician had difficulty implanting the lp at the target location. Once at the location, it was noted that the lp exhibited no current of injury and low r waves. The physician attempted to reposition the lp and it was noted the helix had stretched. The lp was removed and replaced. There were no patient consequences.